Manufacturer narrative:
D10: concomitants: 3720346 02-010-01-0350 - logic femoral ps cem right sz 5, 3767385 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, 3686343 200-02-38 - three peg patella 38mm. Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2014. Approximately 8 years and 3 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: failed total knee arthroplasty, right. The poly was noted to have 2 small areas of wear, not significant. The old poly was removed and evaluated. There was some mild wear posterior at the edges of the poly, but the post and anteriorly had no wear whatsoever. It was pristine. Posteriorly, there was moderate wear, but no delamination. The patient was awakened and taken to recovery room in good condition.

Manufacturer narrative:
Recall number: z-0021-2022. 1038671-2024-04682 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04682. The following sections were updated: g1, h6. The following sections were corrected: b1, b2, g1, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.